Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could have been caused by: material/design error, manufacturing/assembly error, improper cleaning/sterilization, excessive user force, severe shipping conditions. In sum, the reported failure could not be confirmed since the device was not received at stryker endoscopy for investigation.

Event description:
It was reported that the tip on the sheath was broken off and could not be retrieved. However, it was not sure where the breakage occurred (insde or outside of the patient body).

Event description:
It was reported that the tip on the sheath was broken off and could not be retrieved. However, it was not sure where the breakage occurred (inside or outside of the patient body).

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.